Manufacturer narrative:
Unable to determine relationship to res#91127 due to no device identifier provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the controller battery was swelling while charging the device. No further details to report.